Manufacturer narrative:
D10 concomitant product: egia45ctavm, egia45ctavm egia45 curved vas med sulu (lot#n5d1666y); sigpshell, sig power sigpshell control shell (lot#n4j1837y); unk-sigadapt, unknown signia egia adapter (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracic procedure, the load did not obey the command to open the jaw after firing. The shell was replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracic procedure, the load did not obey the command to open the jaw after firing. The jaws of the device remain closed on tissue and was opened manually. The shell was replaced to resolve the issue. There was no patient injury.